Event description:
It was reported that during central processing, the 30-degree endoscope had an inverted image. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope associated with this complaint and completed investigations. Failure analysis investigations confirmed and replicated the customer reported complaint. Failure analysis found the reported issue is due to attached endoscope adapter (aea) damaged or friction issue with discoloration of ic housing. The endoscope failed at cat for attenuation. The cable was passed, and payload failed light leakage test.